Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized due to the insulin pump not working properly and they had low blood glucose value. The customer gave no information about their blood glucose levels, symptoms, treatment, or hospital admission date. The customer stated they will call back. The product was not returned for analysis.